Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous and severely calcified lesion located in the proximal rca with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that stent deformation occurred in vivo during positioning. The shaft of the stent was reported to be deformed while advancing. It was removed from the patient. When it was put in the package, the shaft broke from the damaged point. The procedure was completed using a non-medtronic device. No patient in jury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.

Manufacturer narrative:
Product analysis summary: sheath and stylette were in place on return. There was a detachment on the hypotube 26cm distal to the strain relief. Bends were evident on the hypotube which are consistent with the coiling of the device for return. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. The hypotube material was oval and jagged on both sides of the detachment site. A kink was evident on the hypotube 2cm proximal to the detachment site. Image analysis summary: two sets of procedural images were provided. The images capturing the index procedure on 12th december 2018 show the rca with a possible lesion site evident, exhibiting a degree of stenosis. Pre-dilation of the distal rca is visible from the images. The images then capture what appears to be stent deployment in the mid rca. There were no images capturing the attempted delivery, reported deformation and subsequent removal of the resolute integrity 3.0x22mm device. Images were then provided from 13th december 2018 capturing the rca one day post index procedure. These images show a cto of the proximal rca. No medtronic stents were implanted during the index procedure. If information is provided in the future, a supplemental report will be issued.